Event description:
It was reported by the pt's spouse that following a coronary drug eluting stenting treatment procedure the pt experienced cold/shivering episodes. The pt had a taxus express2 2.5 x 16 mm drug eluting stent implanted in a 90% occluded obtuse marginal 1 (om1) in october 2004. Immediately following the procedure the pt was shivering because they felt very cold. The cardiac catheterization lab (ccl) nurse told the pt's family member there a delay in transferring the pt to the recovery room from the ccl due to this issue. The physician did not mention the delay to the pt's family member. Following the stent placement the pt was prescribed plavix, asa, & toprol. The pt chose to change cardiologists. The pt's medical records were sent over to the new physician who reviewed them and found no reports of shivering/chills as the pt had reported. Within the next 3 months following the stent implant date the pt had 3 more episodes of this cold/shivering feeling lasting 20-30 minutes each. In january, the pt saw their primary physician who could not identify the cause of the chills and treated the pt with a 10 day regimen of keflex. There have been no further cold/shivering episodes. The pt has recently had a stress test and angiography performed. These tests show the pt has a 30% occlusion in a different vessel along with a mitral valve prolapse. Multiple attempts to gather information from the health care professional were unsuccessful.